Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint was confirmed via medical records, and radiographs that were provided and reviewed by a health care professional. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a left hip revision approximately 7 years post implantation due to pain, difficulty ambulating, loosening, dislocation, and bone loss. During the revision scar tissue was noted and bone fractured while placing stem which was repaired. All components were exchanged without complications. Attempts have been made and no additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Concomitant medical products: part:139256 name:m2a-magnum 42-50 tpr insrt std lot:705000, part:103200 name: taperloc por fmrl 5.0x130 lot:344020, part: 157444 name: m2a-magnum mod hd sz 44mm lot: 484910. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted multiple MDR reports were filed for this event please see associated reports: 0001825034-2017-03288,, 0001825034-2017-03289,0001825034-2017-03291.

Event description:
It was reported that a patient underwent a revision procedure approximately 6 years post initial implantation due to pain. Attempts have been made and no further information has been provided. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.